Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a gradual drop in pacing lead impedance trend, the value was slightly lower than last measurement. Physician decided to take no action. The patient medical condition is good.